Manufacturer narrative:
The failed sample was returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within 30 days of its conclusion.

Event description:
"1 catheter broke that went in to the vessel. The broken catheter was discovered at the time of changing the dressing on the 5th day ( photo attached: break -away 1, break-away 2 occured mechanically). Once this was discovered the tip was promptly removed surgically. 1 sample will be sent: 1 ruptured catheter with its tip extracted from the blood stream. Insertion was made by skilled specialist. "

Event description:
1 catheter broke that went in to the vessel. The broken catheter was discovered at the time of changing the dressing on the 5th day ( photo attached: break -away 1, break-away 2 occured mechanically). Once this was dicovered the tip was promptly removed surgically. 1 sample will be sent: 1 raptured catheter with its tip extracted from the blood stream. Insertion was made by skilled specialist.

Manufacturer narrative:
"This complaint is not confirmed. We received the sample into two parts. The catheter snapped just distal the junction of catheter tube and extension line, distal the wing. But the catheter tube (with tip marking) only has a length of 18,3cm. Therefore approximately 2,7cm are missing. The typical rough surface for an overload of tensile force was visible. We do not know if the 18,3cm catheter tube went into the vessel and surgically had to be removed or if the missing 2,7cm (however) did it. From previous complaints we know different causes of a tensile fracture: dressing change - in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture; routine care - when lifting the baby to change bedding; movement - the baby themselves catching the line, normally with a foot, during movement. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. Having checked the batch history records, no deviations were found. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. The tensile force regarding the junction of the involved catheter tube and extension line was between 3,32 and 4,46n and therefore was within our specification (min. 1,5n). This is the second complaint for batch 241018gj and the 26th regarding a snapped catheter tube on code 1261.20 within the last three years. Additonally, the general complaint rate for code 1261.20 from 2015 to 2018 was at (B)(4). No further corrective action initiated by quality management as there is no hint for a manufacturing fault. As the catheter worked well for 5 days a manufacturing fault is extremely unlikely. "